Manufacturer narrative:
Device has not been received, at this time.

Event description:
It was reported the sherlock is malfunctioning and reading for PICC tip is way off. Multiple operators with same issue. Had to use cxr for tip verification which caused delay in care.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of inaccurate magnet tracking was unconfirmed. The magnet tracking and ECG readings were correct as received at the service facility. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to refurbished inventory. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported the sherlock is malfunctioning and reading for PICC tip is way off. Multiple operators with same issue. Had to use cxr for tip verification which caused delay in care.